Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. Additional code added to h6 type of investigation. Elements of the h11 have been updated below. Provided imagery was evaluated, and the following observations were noted: difficulties encountered whiles deploying the valve. Valve is under expanded. After balloon deflation and withdrawal, valve migration into the left ventricle occurred, with the stiff wire remaining positioned in the apex. Valve captured and re-positioned with a non-edwards balloon. Valve was then positioned in the aortic annulus. The event of the sapien 3 valve embolizing into the ventricle was confirmed based on the evaluation of provided imagery. There was no allegation or indication a valve malfunction contributed to this adverse event. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, an incomplete balloon inflation occurred during valve deployment due to balloon pinholes, which likely led to the valve only being partially expanded, and resulting in the reported valve embolization into the ventricle. As such, available information suggests that procedural factors (balloon leak) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation and new information received from the site. The following sections of this report have been updated: additional information added to b7, updated d4 (serial number, expiration date, and primary UDI number), updated h4, additional code added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sapien 3 valve embolization was unable to be confirmed due to unavailability of procedural imagery. There was no allegation or indication a device malfunction contributed to this adverse event. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, the balloon burst during valve deployment, which likely led to the valve only being partially expanded and resulting in the reported valve embolization into the ventricle. As such, available information suggests that procedural factors (balloon burst) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from italy, during deployment of a 29mm sapien 3 valve in the aortic position by transfemoral approach, the commander delivery system balloon burst. The valve embolized into the ventricle. Using a vacs ii balloon, the valve was captured and deployed correctly in the aortic annulus. Reported excellent outcome.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per the article, "balloon-expandable transcatheter heart valve dislocation into the left ventricle successfully repositioned by an 'anchoring balloon'," suboptimal delivery balloon expansion during valve deployment was observed. Multiple dilation attempts were unsuccessful. After balloon deflation and withdrawal, acute bioprosthesis migration into the left ventricle occurred. The prosthesis was crossed with a non-ew balloon and successfully repositioned in the annulus. Once the correct positioning was confirmed the balloon was fully inflated. After repositioning the balloon at the center of the prosthesis, balloon reinflation was performed to optimize valvular expansion. After the procedure, the delivery system balloon was inspected and contrast leakage from 2 holes at the point where the prosthesis was crimped was observed. Per the article, possible perceived root cause of the delivery system damage could be either due to a manufacturing defect or due to accidental damage to the balloon during crimping of the prosthesis. Angiography showed a well-expanded, well-positioned valve. The patient was discharged 2 days later. At 1-month follow-up, the patient reported improvement in dyspnea and the echocardiogram confirmed good valve positioning without paravalvular leak and with a mean pressure gradient of 5.4 mm hg.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the literature received. The following sections of this report have been updated: additional information added to b5, additional information added to b7, and corrected g2. Investigation is ongoing. Reference: pennacchi, m., muthukkattil, m. L., nazzaro, m. S., cristofani, d., & de felice, f. (2025). Balloon-expandable transcatheter heart valve dislocation into the left ventricle successfully repositioned by an "anchoring balloon". Case reports, 30(18), 103907.